Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, primary implanted in (B)(6) of 2010. The patient fell on (B)(6) 2011 and the nail broke at the proximal portion of the lag screw hole.